Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device was delivered to the customer on may 21, 2002. Since this is more than 15 years ago, manufacturing date and production records are not available the issues observed for the device are likely deterioration over time due to long-term use or because it has been dropped, hit by a hard object, or connected to the ac inlet with excessive force.

Manufacturer narrative:
The device was sent in for an inspection, at which time the issue of a/c power cord receptacle was found to be cracked and the front power switch was broken with exposed internal components and plastic cap torn off. Other incidental findings are, air pressure low due to faulty air pump unit and its tubing inside of old type, air pressure fluctuating due to worn out connector socket and air joint unit, four suction feet at the bottom with weak suction force, and top cover and main chassis rusted inside. The rest of other functions tested ok. Evaluation is still ongoing. Supplemental report(s) will be submitted when any additional information is available.

Event description:
The device was sent in for an inspection, at which time the issue of a/c power cord receptacle was found to be cracked and the front power switch was broken with exposed internal components and plastic cap torn off. There is no reported patient harm.